Manufacturer narrative:
Both fibers exhibited evidence of fiber burn back. The fiber burn back was likely caused during fiber direct contact with a kidney stone. Such burn back can occur during normal laser lithotripsy when the fiber contacts a strong side of the stone and too high of shock forces (high laser energy settings) are used to fragment the stone. Fiber burn back would likely not have occurred if lower laser energy settings were used during such a case. No fault with either fiber as manufactured.

Event description:
Laser fibers lasted 2-3 minutes on 15, 20, and 30 watts. Lasers fired at ends and not usable. Fiber break reported.